Manufacturer narrative:
Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the airway.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, there was a leakage of liquid. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b5 and block e1 initial reporter address have been updated based on additional information received june 12, 2025. Block e1: the initial reporter address 1 is (B)(6); reported here as the address exceeded the character limit for the designated field. Block g4: the remaining premarket/510(k) number is k170759; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the airway.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the airway during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, there was a leakage of liquid. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on june 12, 2025: it was reported that the balloon was pre-inflated prior to use in the patient. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.